Event description:
This is a report received by baxter product surveillance (ps) of a peritoneal dialysis pd) patient who acquired peritonitis due to touch contamination while on fresenius products. On (B)(6) 2013 the patient experienced peritonitis. The cause of peritonitis was that the patient made mistake/touch contamination (details not provided). On (B)(6) 2013, the patient was hospitalized for peritonitis. On an unreported date, a peritoneal effluent culture was performed and the results were positive for staphylococcus epidermidis. On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013 during follow up with the pd nurse (pdn) by ps the following information was obtained. The home patient (hp) recovered from the peritonitis on (B)(6) 2013 the same date the hp finished last dose of antibiotic. On an unspecified date the patient received treatment for the peritonitis with ancef (dose, frequency, and lot not reported). On an unspecified date, the patient received re-training in aseptic technique which included a home visit by the pdn. The pdn stated the hp had just moved there from (B)(6) and came to them with the re-current peritonitis which the hp acquired while on fresenius products. The pdn reported, the hp was on baxter products 3 years ago until he moved to (B)(6). While living in (B)(6) she was switched to dialysis with fresineus products (clinic unspecified). The hp recently moved to (B)(6) from (B)(6) and was started on baxter peritoneal dialysis on 1/26/13, the pdn confirmed that the patient already had the peritonitis when they saw the patient in the clinic and upon initiating therapy with baxter products. Patient injury reported: yes; medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).